Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Due to the severity and occurrence of the reported condition there will be not be any further corrective action at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the tubes of the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ were found without labels. No injury or medical intervention reported.